Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017,of an urgent low notification that did not occur after a system update to the g5 mobile application. No additional patient or event information is available. Data was provided for evaluation. The reported event could not be confirmed. The root cause could not be determined.